Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Consumer alleges that he was driving chair outside in yard at higher speed, turned speed down to lower setting, and chair took off and rammed him into a shrub in his yard, twisting his foot sideways and causing injury. He says he visited the clinician that issued the chair, and was unable to duplicate the issues he was describing. Allegedly, the dealer met with him and drove the chair for 30 minutes in varying terrain and was also unable to duplicate any of the above conditions. Dealer checked fault codes and claims chair did have a number of low power / voltage codes. Checked connections and plugs back to batteries and allegedly did find a loose terminal connection at the positive terminal on the battery, which he tightened. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev. K (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Patient is alleging that the chair is uncontrollable and drives when he is not driving it, slows down or stops when he is driving, surges, shuts down, locks up and skids sideways, and drives on its own. Patient alleges injury on two occasions due to unintended movement, both resulting in treatment at the hospital. Dealer states they were unable to recreate the incident. Dealer checked fault codes and chair did have a number of low power / voltage codes. Checked connections and plugs back to batteries and did find a loose terminal connection at the positive terminal on the battery which he tightened. Malfunction has not been confirmed.